Event description:
Pt had connected to the ultra bag, but before draining or infusing noticed "something hard and black" in drain line tubing. No antibiotics given since pt saw it before opening line to drain. Dr notified. Pt did not keep box.